Event description:
It was reported that the customer intermittently received a power source alert after plugging the pump into a wall outlet with a non-tandem wall adapter and cable resulting in the pump shutting off. Reportedly, the customer experienced a ¿high¿ blood glucose (bg) level, a specific bg value was not provided. A correction bolus was delivered to address bg. The alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.